Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date.

Event description:
A device malfunction was identified that, upon reoccurrence, may necessitate medical intervention and/or result in an extended surgical delay.